Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure in the cfa. A hard stick was experienced and additional force was required to remove the device. The device was removed successfully and manual compression was applied to achieve hemostasis. No patient injury or effects. No additional information is available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.